Event description:
A customer reported an issue where the top button on their device had to be pressed very firmly to turn it on. There was no adverse impact to the customer's blood glucose level. No follow-up action was required, and insufficient information was provided for further action.